Manufacturer narrative:
(B)(4). Visual examination of the sample reveals a piercing through with a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Based on evaluation results, complaint is confirmed for shard penetration.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and a topical adhesive was used. When the surgeon was dispensing the product a shard penetrated the ampuole. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.